Event description:
I put the irinotecan on the pole not attached to patient yet. I was getting ready to give the patient atropine ivp [intravenous push] before starting infusion when I heard dripping and looked up and the tubing had detached from itself from proximal filter and fell to the ground. Irinotecan started coming out of broken tubing and dripping onto the floor. I quickly grabbed the irinotecan and stopped it from dripping by taking it off the IV pole and put it in the chemo bag and gave it to pharmacy. Spill was isolated to the ground near IV pole. Spill did not reach patient. Patient moved to another room and chemo spill kit used to clean up the irinotecan. Manufacturer response for IV tubing, (brand not provided) (per site reporter).